Event description:
Stryker surgilav irrigator, lot # 207-50, expiration date 05/01/2012 was opened and delivered to the sterile field. During the case, the device was requested by surgeon. Staff member picked up the device by the plastic case to deliver to rn. Plastic case containing batteries was hot to touch and staff member had to drop the device to the floor. Device had not been activated or used prior to this occurring. Batteries fell out, smoke was seen, burning smell noted, and batteries left burn marks on the floor. Batteries were discolored and it was subsequently noted one was leaking battery fluid. No harm to pt or staff members. Date of use: (B)(6) 2010. Diagnosis or reason for use: irrigation. Event abated after use stopped or dose reduced: yes.